Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that, when the patient would walk into (B)(6), the implant would turn off. This was noted to have happened in (B)(6) of 2011. There were no symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.